Manufacturer narrative:
Correction information: g6: follow up #1. H6: coding changed based on the investigation result. The a / w connector and the suction connector have been repaired. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The a/w connector is loosened and also the suction connector is loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.